Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. Healthcare provider reported right side will not be returned due to "when removing the right, the cautery ruptured (not device related) it". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported a right-side capsular contracture, baker grade iii. The device remains implanted.